Event description:
The surgeon reports that his pt had mesh in the bladder following a tvt procedure. The pt, presented to him following their surgery in 10/2000. The pt had prior surgery for stress incontinence. Following the tvt procedure, the pt experienced recurrent urinary tract infections complicated by the development of antibiotic related colitis requiring hospitalization. The surgeon performed cystoscopy and discovered granulation tissue near the bladder neck. The mesh was not visible. The pt subsequently underwent laparotomy with resection of a segment of the bladder wall. The final diagnosis was bladder perforation with intravesical foreign body (i.e. Mesh). The post-operative course has been remarkable for pseudomonas uti and deconditioning. The physician was unable to determine if the bladder had been perforated by the device or if the mesh eroded into the bladder.